Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Collar snapped off of puller while attempting to disassociate restoration modular proximal body from distal stem. Surgical delay of 1 hour.